Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing, analysis and shock testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed only two analyses of which both resulted in no shock advised. The clinical file showed no event where the analysis advised a shock. Therefore, our investigation for this reported malfunction was unsubstantiated. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.